Manufacturer narrative:
Patient identifier not available from the site. No parts have been returned to manufacturer for analysis.

Event description:
A site biomed representative reported that, while in a lumbar sacral procedure, there was a discrepancy with the radiographic technician values (110kv 50ma 196mas) and the imaging system dose report (81kv 10ma 75 mas values. The surgeon completed the procedure with the use of the navigation and the imaging system. There was no impact on patient outcome.

Manufacturer narrative:
A software investigation was completed and determined that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
The software investigation found that the root cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.